Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion: - this lens model is contraindicated for patients with age less than that of 21 years. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/+3.0/085 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic deformed, lens caught with vial cap, and found foreign material (residue) on lens surface. Corrected data: "secondary surgical intervention, exchange" is correct. The statement "lens explanted" is incorrect. Claim # (B)(4).